Event description:
On (B)(6) 2012, patient reported some of the buttons on the infusion device are defective. She was exercising 2 hours ago and felt the infusion device vibrate. The display was flashing "0.0," but no buttons had been pressed to enter the bolus programming mode. She attempted to exit the screen and noticed the buttons were not functioning correctly. During the troubleshooting call, the check and down buttons did not function at all and the up button worked intermittently. Patient reported the up button is "worn off" and sweat might have entered the infusion device when she was exercising. The correct type of battery is used in the infusion device. She inserted a new battery, but this did not resolve the issue. The key-lock feature was not activated. The infusion device was not dropped within the past 48 hours. Patient switched to her backup infusion device, and the primary infusion device was requested for evaluation. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue.